Event description:
Reporter noted pt had right eye phaco surgery with pc iol and anterior vitrectomy due to ruptured capsule with vitreous loss on 4/18/2000. Endophthalmitis noted seven days post-op. Cultures were negative. Pt was sent to retinal specialist; had vitrectomy with intraocular antibiotics. Follow-up on 5/12/2000: va is 20/20 in the right eye with a -5.00+4.00 x 45 degrees. Visual acuity is listed as much improved.